Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) which was included in the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007, was suspected of exhibiting the advisory behavior. A save to disk was sent in for analysis, which confirmed this device was prematurely depleting. The current monitoring voltage was 2.56 volts. A boston scientific crm technical services consultant recommended intensifying the device follow-ups to monthly. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Approximately nine months later this device was returned for analysis. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.